Event description:
The customer contact reported the device had an "electrical problem." The device was returned to the manufacturing facility with an unsigned note that stated "do not use electrical problem." Burn marks were noted on the ac power cord. No tracking information was provided; therefore, specific pt information, pump programming, or event details were not available. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not completed. (B) (4). (B) (4).